Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and pacer stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log indicated the current was never adjusted again after it was set to 60ma. In order to obtain capture, the current must be increased until capture is obtained, then can be dropped as low as possible while maintaining capture. The device logs showed no indication of a device malfunction. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device failed to capture the patient's heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.